Event description:
Description of event according to initial reporter: as reported to customer relations: "maldeployment. The filter ended up sideways. Customer described filter as not completely opening up when it deployed. Customer had to get secondary access (jugular) and proceeded with retrieval. Complaint filter ended up upside down during retrieval. Filter had to be retrieved from the groin (tertiary access). Customer placed another filter of the same gpn to complete procedure without incident." Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.